Event description:
Customer informed our service department on the 31st of may that one of our products was involved in a case where a laceration occured.

Manufacturer narrative:
As the device is in specification and did not show any deviation that could cause the reported incident we suspect, that maybe the pinning technique has been not optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline." We recommend using our skull pins in combination with our skull clamps. Risks due to not permitted system combinations with third party components could not be excluded, as in this case.